Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change-out, x-ray revealed externalized conductors. The lead was capped and replaced.